Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated on left side, the location of the perforation: left fallopian tube'), device expulsion ('left essure in myometrium'), embedded device ('left essure in myometrium') and menorrhagia ('excessive and painful frequent menstruation / heavy periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bunionectomy. Previously administered products included for contraception: mirena. Concomitant products included ibuprofen and vitamin b complex for pelvic pain and back pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("left lower abdomen / sharp pain on left side / cramps"), dysmenorrhoea ("excessive and painful frequent menstruation"), back pain ("back pain"), polymenorrhoea ("excessive and painful frequent menstruation") and migraine ("migraine"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (robot assisted laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and cryoablation date(B)(6) 2016). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device expulsion and embedded device outcome was unknown and the menorrhagia, pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, polymenorrhoea and migraine had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, migraine, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: dye test done-result not provided. Ultrasound scan in 2017: perforated essure. Left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and following event was described in patient's medical record- device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: reporter was added. Case became incident. Previously reported event injury nos was replaced with new events: fallopian tube perforation, excessive menstruation, painful menstruation, frequent menstruation, left lower abdomen pain, migraine, pelvic pain and back pain. Event added from mr- left essure in myometrium were added. Medical history, concomitant drug, lab data was added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.